Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient underwent a revision surgery for implant breakage (glenoid) 2 years post-operative. Stem and insert remained implanted from previous surgery. Only the baseplate and glenoid sphere were changed. Patient ID: (B)(6)".

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.